Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an echocardiogram showed a mobile lesion that appeared to be a thrombus. It was unclear if the thrombus was on the tricuspid valve or the right ventricular (rv) lead. The patient was given blood thinners and the lead remains in use. The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event.